Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 2024-03-22. Investigation summary: the complaint investigation for incorrect snap in tubes (master mix) in the bd max¿ ctgctv2 kit (ref (B)(4)) lot 3353052 was performed by the review of manufacturing records, visual inspection of photos provided by the customer, visual evaluation of returned material, and verification of complaints history. Customer complained about eleven incorrect master mix tubes in one bd max¿ ctgctv2 kit that were not having the correct tube ID. The manufacturing investigation revealed that during bagging process of master mix tubes lot 3355652, some tubes were found with a b7 foil instead of the expected d3 foil identification. The manufacturing investigation determined that the master mix found with incorrect foil ID was the correct one but a foil supplier issue was the cause of the incorrect tube ID on the foil. A small portion of the tube foil used during production had the incorrect tube ID (one foil sheet with incorrect 2d barcode in the foil package representing a maximum of 0.4% of the tubes further processed). Manufacturing controls in place allowed detection and rejection of the majority of those tubes (about 88%). However, some tubes potentially sealed with incorrect 2d barcode were not found and the investigation concluded that the remaining tubes were either rejected during the manufacturing process or already packaged. Since it was not possible to inspect the packaged material, and because incorrect foil ID would cause an instrument error (catalog fail) on the bd max¿ instrument preventing the use of these tubes and not presenting any risk of erroneous result, the lot was accepted and released. Actions were taken to improve detection of foil with incorrect ID. Inspection of returned materials provided confirms the customer issue. There is no indication of incorrect master mix tubes in bags based on the analysis of the complaints received on bd max¿ ctgctv2 kit lot 3353052. Based on the investigation, the root cause was identified as a foil supplier issue. Bd confirms the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified and actions identified during production issue were already completed. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while using the kit bd max ctgctv2 us the user noted a mix of product within the kit, eleven (11) master mixes were labeled with b7 instead of d3. The barcodes labels on the master mix would not scan when loaded on the instrument. No health impact or consequence reported.

Event description:
It was reported while using the kit bd max ctgctv2 us the user noted a mix of product within the kit, eleven (11) master mixes were labeled with b7 instead of d3. The barcodes labels on the master mix would not scan when loaded on the instrument. No health impact or consequence reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b: medical device type: lsl, mkz, ouy e1: initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.